Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump failed accuracy testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be broken, and a scratched lcd lens. There was no evidence in the device's event history log. Three accuracy tests were performed for functional testing. Upon review, the reported problem was duplicated. It was determined that the root cause was due to the out of specification expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com.